Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the c-arm was adjusted with 15 degree angulation for confirmation of the aortic bifurcation, the distal end of the right ipsilateral limb was deployed; however, the final angiography could not confirm flow into the right internal iliac artery. Another manufacturer¿s dilator was inserted into the vessel to push the stent graft upwards. Angiography showed weak blood flow into the almost occluded right internal iliac artery. No further intervention was performed and the decision was made to monitor the patient.

Manufacturer narrative:
(B)(4).